Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when loading exams on the system, the images would only show 10 slices and that it could not be navigated with the navigation system. The field representative (rep) had the images sent to another navigation system at another hospital, and that exam came through with 176 slices and lossy compression, but they still could navigate with it. The rep said that the exams were supposed to be identical. There was no patient present.

Event description:
The representative was unable to download images from the navigation system because they were unreadable by the system there. It was exactly the same as before, where there were only 10 slices per data set within the series. When they clicked on the details concerning the data sets, the system stated that a minimum of 3 slices were required, data was not valid for navigation (2 8), and it was missing dicom tags for gantry tilt. The representative went to radiology to have a cd burned so that they could have the raw patient files since they could not download appropriately from the navigation system. They copied the cd files directly into the shared folder labeled for the ¿burned cd from radiology."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case and the patient archives were reviewed. A total of 2 sets of archives were available containing 15+ exams. The first set contains 17 magnetic resonance (mr) exams, but only one was navigable. All the exams in this set encountered an error message stating, "the scanning protocol of this exam [was] not optimal for use with stealth: missing [digital intercommunication of medicine (dicom)] tag (gantry tilt)." The second set consisted of 19 mr scans, of which 7 displayed an error stating "cannot be used with the stealth" due to missing dicom tags. The remaining scans in this set showed a warning, "not optimal for stealth," due to issues such as lossy compression and inconsistent slice spacing and thickness values. After attempting to load the archives onto application 2.1.0, the application log recorded an error and an import failure, citing the inability to find slice thickness values. Hence, suspected the exam protocol issue might have resulted in the mentioned behavior however, raw scans were not available for further investigation. Codes: b01, c19, d15. H2) please see the additional codes section for annex g code and section d9 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.0.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.